Manufacturer narrative:
The device was discarded by the user facility and no serial number was provided. As a result, the device's manufacturing records cannot be reviewed. The cause of the reported event cannot be determined. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states"hematoma is a known complications that may occur and may be related to the endovascular procedure or the vascular closure."

Event description:
The patient underwent a peripheral interventional procedure using the vascade 6/7f device. The device was prepared and deployed according to the IFU. Following device removal and five minutes of manual compression, a hematoma was observed, which resolved with additional compression. However, while in recovery, the patient developed a large hematoma. The physician returned the patient to the lab, accessed the left groin, and performed a crossover angiogram to evaluate the right groin. Imaging revealed bleeding from the right femoral artery at the original access site. A covered stent was successfully deployed to seal the bleed. The patient was discharged the following day in stable condition.